Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have the conductor wire insulation damaged. The conductor wire was exposed as a result. There was no material missing and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Additional findings not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.360¿ - 0.025¿ in length and were not aligned with the tube axis. The common causes of the failure mode scratch marks/ abrasions instrument main tube are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, during post-surgical cleanup of the fenestrated bipolar forceps instrument, the black coating for the bipolar wire was damaged and left the wire exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument was inspected for basic functionality before the procedure was started. It was during post-surgical cleanup that the damage was discovered. The damage was located on the black insulating coating of the conductor wire. There was a small tear on the black insulation cable but no further damage to the conductor wire underneath. There was no loss of cautery was noted. There were no signs of thermal damage. No fragment fell inside the patient. No photographic images of the instrument were taken, and there was no video recording taken of the procedure. The procedure was completed without the need for backup instruments.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the black coating for the bipolar wire was damaged, and the wire was exposed on the fenestrated bipolar forceps instrument. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.